Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparo gyn, when piercing the abdominal wall, the tip of the access needle bent. Also, the covering the mesh part of the expandable sleeve was detached and dropped into the abdominal cavity, but was subsequently retrieved. The procedure was completed with another device. The surgical time was extended by less than 30 min. There was no patient harm.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection noted: that the obturator was received. The trocar and cannula appeared intact. The envelope seal and circular seal appeared intact. The insufflation port appeared intact. The proximal end of the radially expandable sleeves was disengaged. A functional evaluation found that the device passed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the disengaged top of the radially expandable sleeve may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparo gyn, when piercing the abdominal wall, the tip of the access needle bent. Also, the covering the mesh part of the expandable sleeve was detached and dropped into the abdominal cavity, but was subsequently retrieved via forceps. The procedure was completed with another device. The surgical time was extended by less than 30 min. There was no patient harm.